Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified right elbow vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.